Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 from the programming history database periodic review that a computer software event occurred for a model 102 device. On (B)(6) 2013 the device was interrogated, a system diagnostic was performed and resulted in "fault", a final interrogation was not performed. On the next recorded visit dated (B)(6) 2014 the device was interrogated and the settings were indicative of a "faulted" diagnostic.